Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted (not fully inserted). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) tore during insertion. The iol touched the eye but was not fully inserted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Describe event or problem: a call was received from the customer where it was confirmed that it was the lens that tore. She also indicated that the event was attributed to use error as they had new staff still learning how to use the device and going through a learning curve. Only the cartridge tip touched the eye, and there was no patient injury. With this new information, this event is no longer considered reportable. All pertinent information available to abbott medical optics has been submitted.